Event description:
Two severely calcified lesions located in the proximal and mid-anterior descending coronary artery were predilated with another manufacturer's 3.0mm diameter cutting balloon and the proximal lesion was treated with the deployment of another manufacturer's stent. After abrupt closure of the mid-coronary arter was noted, another manufacturer's ptca balloon was inserted into the mid-coronary artery and inflated with no success in re-establishing blood flow. Another nanufacturer's stent was inserted and deployed moderately opening up the mid-coronary artery, however, a dissection was noted just beyond the stent. A 2.5mm diameter by 18mm length s660 stent delivery system was then inserted to treat the dissection. It was not possible to cross the previously deployed proximal stent, therefore, the stent was pulled back in the coronary artery. Upon removal the stent dislodged from the delivery balloon when it caught on the previously deployed stent. Attempts to retrieve the undeployed stent within the previously implanted stent in the coronary artery were unsuccessful. It was noticed the guidewire had been passed through a false lumen in the proximal coronary artery creating an aneurysmal-like appearance in the wall of the coronary artery without vessel wall rupture. A perfusion balloon was inserted in the proximal coronary artery to maintain blood flow in the false lumen of the artery. Attempts to pass two other manufacturer's stents to the dissected portion of the artery were unsuccessful. An intra-aortic balloon was inserted to help maintain patient stability. After surgical consultation, the patient was sent for energent bypass surgery and released at a later date. The insertion of the s660 stent into a previously deployed stent contributed to the stent dislodgement.